Manufacturer narrative:
Not inmanufacturing mode. Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Audio volume and audio vibrate functioning poroperly durng testing. No audio volume anomaly noted duriung testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the volume of insulin pump did not come down. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will be returned for the analysis.